Event description:
It is reported that the patient is experiencing possible reaction to metal.

Manufacturer narrative:
Evaluation summary: review of primary surgical report did not reveal any deviations from the surgical technique. Review of the diagnostic radiology report provided did not reveal any indications of the reported issue. No devices were received. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.